Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vibrating in their left arm. A possible lead issue was noted. The pacing lead remains in use. No further patient complications have been reported as a result of this event.